Manufacturer narrative:
(B)(4). (B)(6). The complaint neopuff has been returned to fisher & paykel healthcare's regional office and service center in (B)(4). Our investigation is currently in progress. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). (B)(6) method: the complaint neopuff has been returned to fisher & paykel healthcare's regional office and service center in (B)(4). The device was inspected by a trained fisher & paykel healthcare technician. Results: a port on the front of the neopuff was damaged, confirming the reported fault. In addition, the manometer was faulty. A lot check revealed no other reports of broken ports or faulty manometers for lot number 061011. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is likely that the damage to the neopuff, as observed by fisher & paykel healthcare's service technician, was related to physical impact. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port on an rd900 neopuff infant resuscitator was broken. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port on an rd900 neopuff infant resuscitator was broken. No patient consequence was reported.